Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-4030c-08 serial/batch number 14947824 was received for investigation. The visual evaluation noted that the bio screw was broken into two pieces. Per dfu-0111. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause of this event is user error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during knee surgery, the screw broke when screwing into the knee. The broken pieces were retrieved from the patient. There was no harm to the patient, operator, or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.